Event description:
Reporting status: malfunction. Reporting rationale: shaft separation has caused or contributed to pt injury. Device issue: shaft separation. It was reported that the vision stent delivery system (sds) was inserted into the artery of the pt (the lesion predilated), but it would not cross the lesion. The guiding catheter was changed and still the sds did not cross the lesion. The sds was removed and it was realized that the shaft of the vision catheter was kinked. This is being reported based on the analysis of the returned goods lab which revealed that the shaft was separated.

Manufacturer narrative:
Results: product performance engineering was unable to determine a conclusive root cause for the shaft separation. Eval summary: quality assurance analysis revealed that the sds was returned with blood and contrast visible in the inflation lumen. The stent implant was stationary on the balloon and between the markers. The first seven rows of proximal struts were mangled. There was no other damage noted to the stent implant. The balloon was tightly folded. The distal balloon shoulder was bunched. The outer member was separated at the mid lap joint, 9 cm proximal to the guide wire exit notch. The material was stretched and jagged at the separation. The hypotube was pulled out of the distal shaft. The shaft was in two pieces. There were no kinks noted to the sds as reported. There was no other damage noted to the sds. The tip seal length was measured and met manufacturing criteria. The tip seal length was 1 mm. A snap gauge was used to measure the outer diameters of the stent implant. The distal measurements met manufacturing criteria. The proximal and middle measurements could not be taken due to the damage to the stent implant. Product performance engineering reviewed the incident info and results of the returned device analysis. The inability to cross a lesion can be affected by numerous factors including, but not limited to, pt anatomical morphology, pt disease state, pre-dilatation strategy, and device placement technique, interaction with other devices, device size selection or accessory device support. In this instance, it was gathered from the anatomical info that the target lesion was not calcified and the vessel was not tortuous. The reported kinked shaft was not confirmed during analysis. The exact cause of the failure to cross is unknown. Analysis of the returned device noted that the distal balloon shoulder was bunched. This damage is consistent encountering resistance. It is possible that while attempting to advance the sds past the target lesion the balloon distal end became bunched. It is also possible that this originated from the manufacturing site. However, this is unlikely considering that all catheters are 100% visually inspected for balloon damage during manufacturing. Also noted during analysis of the returned device was an outer member separation at the mid lap joint proximal to the guide wire exit notch. It was noted that the material was stretched and jagged at the separation. This type of mechanical damage which is consistent with tensile overload can occur if an attempt is made to pull the sds against resistance. If the device encounters resistance and excessive force is applied to overcome the resistance, it could lead to stretching and eventual separation as was noted during analysis. The presence of blood inside the inflation lumen suggests that the separation may have happened inside the anatomy. The proximal stent struts were noted mangled. It is possible that the sds interacted with the guiding catheter tip during retraction after the failed attempt to cross. This may have been the source and location of the resistance that eventually led to the detachment of the shaft during the attempt to overcome it. Since none of this damage was reported as being present during inspection prior to use, it appears likely that the operational context use of the device contributed to the damages. Based on the incident info and results of the returned device analysis, the exact cause of the failure to advance could not be determined. However, the subsequent damage to the sds appears to be related to the operational context use of the device. This MDR is considered closed by the product performance group.